Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / severe pain') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia ("irregular and heavy menstrual period"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("pain during intercourse"), abdominal distension ("excessive bloating"), headache ("severe headache"), urinary tract infection ("frequent urinary tract infection"), dizziness ("dizziness"), fatigue ("chronic fatigue") and alopecia ("excessive hair loss"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, menometrorrhagia, abdominal pain, back pain, dyspareunia, abdominal distension, headache, urinary tract infection, dizziness, fatigue and alopecia had not resolved. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, dizziness, dyspareunia, fatigue, headache, menometrorrhagia, pelvic pain and urinary tract infection to be related to essure. The reporter commented: she sought treatment for her symptoms. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 15-apr-2021: mr received: reporter added. Case become medically confirmed and serious incident, essure removal date, surgery were added. Imrdf/FDA codes added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / severe pain') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia ("irregular and heavy menstrual period"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("pain during intercourse"), abdominal distension ("excessive bloating"), headache ("severe headache"), urinary tract infection ("frequent urinary tract infection"), dizziness ("dizziness"), fatigue ("chronic fatigue") and alopecia ("excessive hair loss"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, menometrorrhagia, abdominal pain, back pain, dyspareunia, abdominal distension, headache, urinary tract infection, dizziness, fatigue and alopecia had not resolved. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, dizziness, dyspareunia, fatigue, headache, menometrorrhagia, pelvic pain and urinary tract infection to be related to essure. The reporter commented: she sought treatment for her symptoms. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 7-may-2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.